Manufacturer narrative:
During inspection and testing, the foreign material was not able to be removed from the nozzle. In addition, service found the flexibility adjustment ring, control grip, scope cover, switch box, and the right/left knob demonstrated scratches. The connecting tube was buckled, and the paint on the suction cylinder was peeling off. The light guide lens was cracked. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that the air supply was not working with the subject device. There was no patient or user injury reported due to the event. The subject device was returned to an olympus service center for evaluation. During the inspection and testing, foreign material was observed to be stuck in the nozzle, confirming the customer¿s reported issue. This report is being submitted for the malfunction found by service during the device evaluation (foreign material). Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
This report is being supplemented to provide additional information. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the investigation, possible causes may include the following: products used with scope (valves, silicone tubes, etc.) Were damaged and fragments entered channel, causing a/w nozzle to be clogged a definitive root cause cannot be identified. This issue is covered in the instructions for use: ·operation manual_ preparation and inspection -inspection of the endoscope: inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. - inspection of the endoscopic system * inspection of the air-feeding function * inspection of the objective lens cleaning function olympus will continue to monitor the field performance of this device.